Manufacturer narrative:
[(B)(4)].

Event description:
Ventricular oversensing was reported for the subject ICD. The patient received a therapy while using a lighted swimming pool that contains jacuzzi jets. A detailed timeline of the patient¿s activities could not be determined, but it is known that the patient uses the same swimming pool frequently. The physician would like to know if there is any basis for suspecting a device or lead issue.